Manufacturer narrative:
The technician found the gas springs were not working. The technician replaced the gas springs to repair the stretcher.

Event description:
Information received indicates the head section will not lower.